Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Blood glucose level of customer was 600 mg/dl. Customer also reported insulin flow block alarm on insulin pump. The insulin flow block alarm was a past event and the event was resolved by changing complete set. Customer was currently in the hospital due to leg amputation and not because of insulin pump malfunction. It was unknown if the customer was using auto mode or not. Insulin pump will not be returned for analysis.